Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty charge-coupled device unit could not be identified. The event can be detected/prevented by following the instructions for use which state: -do not strike the camera head. The camera head may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty charged coupled device unit (ccd) was discovered and caused the reported image failure. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was not displaying an image during preparation for a diagnostic cystoscopy procedure. According to the initial reporter, the intended procedure was successfully completed, without patient harm, using another device.